Event description:
Customer reported erroneous high accutni (troponin I) test result was obtained for one pt sample when using a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed. The test results were normal. There was no report of death or serious injury, or affect to pt management associated with this event.

Manufacturer narrative:
Sample was collected in a lithium heparin tube and centrifuged for 15 mins at 3000. The collection tube was only 1/2 filled. Product labeling states: if a tube has insufficient blood volume, there is an excess of heparin. Maintaining an optimum, sample to additive ratio is important for effective heparin activity. A key step in the sample handling process is ensuring that the blood draw sample volume is at least 90% of the stated volume on the collection tube. Quality control and system checks were all good. The field service engineer performed accutni precision testing which passed. Examined the original sample and determined that the sample did have noticeable sediment present. The re-spun aliquot appeared much clearer. Root cause was not determined, but may be related to sample collection and processing. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 23, 2010 of complaints for add'l reportable events.